Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter disconnected from the pump. The patient reported pain in her right buttocks, withdrawal symptoms and swelling of her stomach. The physician noted that the pump and catheter will be explanted.